Event description:
It was reported that during testing conducted at the manufacturer facility the safety bar was not able to be moved, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.